Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (baclofen 480mcg/ml at 200mcg/day), (bupivicaine 30mg/ml at 12.5mg/day), and (fentanyl 300mcg/ml at 125mcg/day) via an implantable pump for non-malignant pain, intractable spasticity, and multiple sclerosis. It was reported that at the patient's last refill, the nurse had great trouble both removing the medication and instilling new medication. They were sent to their physician for analysis.  The healthcare provider (hcp) determined it was some type of reservoir failure and the patient was scheduled for replacement.  The (hcp) thought the 8784 catheter looked like it needed to be replaced when the pocket was opened.  The pump and catheter were replaced.  The patient was reported alive with no injury.  The issue was reported to be resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and destructive analysis identified residue in the drug flow path. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during testing in the lab. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. The catheter was returned and analysis identified damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-03-31 e1 (rep) additional information was received that the hcp had stated the catheter looked "compromised". No patient therapy issue were reported. The cause of the reservoir failure was not determined. There were no external factors of note.